Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device via a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, there was resistance splitting the sheath. The starclose se shaft became bent during deployment of the thumb advancer. The device became stuck; the safety release mechanism did not release the device from the anatomy. The access ports were activated and the device was able to be removed without injury to patient. A large hematoma was noticed. A portion of the sheath separated outside the anatomy. Manual arterial compression and a compression bandage was used to treat the hematoma and to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported bent sheath, sheath separation, and safety release mechanical jam were confirmed based on the returned device condition. The reported difficulty removing the device and resistance deploying the thumb advancer could not be replicated in a testing environment as they occurred due to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties appear to be related to device angle placement during plunger deployment. The reported patient effect of hematoma and subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report: reportedly, there was resistance splitting the sheath; the thumb advancer was unable to fully deploy. The starclose se shaft became bent during deployment of the thumb advancer. The device became stuck; the safety release mechanism did not release the device from the anatomy. The access ports were activated, and the device was able to be removed without injury to patient. A large hematoma was noticed. A portion of the sheath separated outside the anatomy. Manual arterial compression was used to treat the hematoma and to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. Hospitalization was prolonged. No additional information was provided.